Manufacturer narrative:
Christancho p, christancho m, et al effectiveness and safety of vagus nerve stimulation for severe treatment-resistant depressions in clinical practice after FDA approval: outcomes at 1 year. J clin psychiatry. 2011.

Event description:
It was reported in ar article titled "effectiveness and safety of vagus nerve stimulation for severe treatment-resistant depression in clinical practice after FDA approval: outcomes at 1 year" that a pt had a manic episode while receiving vns therapy. The article notices that the patient had to be hospitalized and receive an adjustment in medication. The author indicated that the episode was not related to vns stimulation and vns therapy was not discontinued or adjusted. Attempts will be made to confirm if this event has been previously reported to the manufacturer as patient information is unknown.